Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Face cut [skin laceration]. Broken skin - face [skin wound]. Scratched face [scratch]. Toothbrush head fell off - oral-b [device breakage]. Loud noise from the vibration of your toothbrush - oral-b [device physical property issue]. Case narrative: store reported via e-mail that a female consumer reported that her oral-b toothbrush head fell off while she was brushing her teeth and scratched her face, causing broken skin. No serious injury was reported. 09-jul-2024 follow-up via phone: consumer's daughter reported that her mother¿s face was cut and there was a loud noise from the vibration of the oral-b toothbrush. No serious injury was reported. 09-jul-2024 follow-up via phone: consumer reported that she was almost recovered. No serious injury was reported. 09-jul-2024 follow-up via image: the concomitant product lot number was cb31251100. No serious injury was reported.